Event description:
The home patient (hp) contacted baxter's technical service center regarding a check supply line alarm which occurred on the homechoice during use during prime. During troubleshooting, the hp stated that he had already changed out only the cassette in an attempt to clear the alarm, but the alarm was still repeating. The baxter technical services representative explained that the setup was compromised and the hp would have to start over with new supplies. Corporate product surveillance contacted the registered nurse on (B)(6) 2011. The rn stated that the hp had contacted her about the issue. She had spoken with the hp about reusing supplies. Since then, therapy has been going well. There were no adverse effects reported to be caused by this event. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error- failed to follow therapy steps was confirmed. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This event is being reported for a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.